Event description:
It was reported that the pt had been explanted in 2005 due to an infection. In an e-mail from the surgeon dated 2 days later, it was stated that the device had been removed due to an infection. There was no device failure.